Event description:
Found during testing, the customer called to report device has a service indicator, is taking too long to charge and displays an energy fault when discharge buttons are pressed. There was no patient associated with the report.

Manufacturer narrative:
Physio-control provided technical assistance and parts information for repair.